Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) delivered shock therapy then proceeded to emit a constant tone. Upon interrogation, a fault code 200f was observed--unknown signal. Follow-up interrogation of this ICD was unsuccessful. The device was explanted and returned to guidant emitting a constant tone. It was also noted that during the changeout procedure, the endotak dsp lead (0125) had two layers of compromised insulation 3-4 cm past the header.